Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer called to report that he had an intraocular lens (iol) implanted in his left eye. The day after surgery he began experiencing double vision. He followed up with his surgeon that same day and was told that the lens had decentered. Three days after initial implantation the consumer returned to surgery and had the lens sewn into the correct position. The consumer then noticed a decrease in vision and was told he had a "blood clot" in his left eye caused by the sewing of the lens. The consumer reported that over time the blood is slowly clearing, and his vision is starting to get better. He will continue to have his surgeon monitor his postoperative course. Additional information was requested.